Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: the battery compartment was cracked. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the audio bolus button cover was damaged, but the button was still responsive during testing. The keypad cover was also torn, but all buttons were responsive. The keypad cover was removed and there was no contamination found under the button contacts.